Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead replacement procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-06279,1627487-2018-06280,1627487-2018-06281), the physician was unable to fully explant the patient's existing l5 lead. As a result, a portion of the lead remains implanted. Reportedly, effective stimulation resumed following the procedure.